Manufacturer narrative:
The investigation of priming issue has been completed. The impella device was not returned for evaluation. Based on limited clinical details and no conclusive issues/alarms in data logs, the root cause of the priming issue could not be determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the impella cp was unable to be inserted as there was a technical problem during the preparation. The impella cp procedure was aborted and the impella cp was discarded. There was no patient harm reported.